Manufacturer narrative:
Update: eval code method (B)(4) applies to lead (lot# va1mr7q) only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1mr7q, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-dec-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they started to feel the lead toward the surface of their skin and then the lead came out of their body. Additional information was received from the manufacture representative (rep). When the healthcare provider (hcp) went in to replace the battery due to battery depletion and pocket pain, the hcp noticed some discharge in the pocket so they irrigated it and cultured it. The next day, the patient was brought back in due to a positive culture for infection at the incision and pocket site. Patient said they were administered oral and IV antibiotics to cure the infection. No further patient complications have been reported as a result of this event.